Event description:
It was reported that an asymptomatic patient received a vibratory alert for non-sustained lead noise. Review of a remote transmission revealed suspected myopotential oversensing. A programming change was made. There were no adverse events for the patient.